Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Conclusion: the device was returned. A visual inspection found the stent dislodged proximally on the balloon. Additionally, the stent was found to be stretched/unraveled. Therefore, the investigation is confirmed for dislodgement of the stent. However, the investigation is inconclusive for the reported insertion difficulties as the device could not be fully functionally tested due to the dislodged and damaged stent. It is likely that the stretching and unraveling of the stent occurred as the user was attempting to remove the stuck device from the sheath. However, the definitive root cause for the reported insertion issue could not be determined based on the available information. Labeling review: the current IFU (instructions for use) states: warnings: - if resistance occurs during movement through the sheath/guiding catheter, the stent/catheter should be withdrawn carefully. - during implantation, if resistance occurs after the stent has exited the sheath/guiding catheter or if the stent cannot be delivered to the target location, attempts to retract the stent/catheter into the sheath/guiding catheter may result in dislodgement and embolization of the stent. The stent/catheter/sheath/guiding catheter should be removed as a single unit. Precautions: - inspect the valeo® balloon expandable biliary stent and delivery system prior to use to verify that the stent has not been damaged during shipment or handling and that the device dimensions are suitable for the specific procedure. Do not attempt to remove or adjust the stent on the delivery system. Stent/delivery system preparation: - remove the stent/delivery system from its packaging [and remove the transport mandrel and balloon sheath from the distal end of the catheter if present]. - inspect the stent for adherence to the balloon and centered placement in relation to the balloon marker bands. Do not reposition the stent or hand crimp. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a vascular stent placement, the balloon expandable stent allegedly became lodged as it was being introduced into the 6fr sheath. It was further reported that the balloon expandable stent was removed from the sheath and another stent was used to complete the procedure. There was no reported patient injury.